Event description:
It was reported that the sensor and the patient line were detached when taking the kit out of the package. The kit became unclean and it became unable to use. No product returned. Device was discarded at hospital. (5/31/2010 additional information: it was confirmed with our sales rep that the detachment was on the patient side. When the customer picked up line on the patient side, the connection between the sensor and the line on the patient side was detached due to the loose connection. The sensor and IV line were dropped and it became unclean.).

Manufacturer narrative:
Device was discarded at the hospital. Device history record not reviewed as lot number is unknown.